Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect sars-cov-2 igg ii results for 2 patients while running on the architect i2000sr analyzer. The following data was provided: 01apr2022 sid (B)(4): initial cov-2 igg ii: > 25000 au/ml, auto-dilution protocol result: < 44 au/ml the customer took the specimen and re-centrifuged for 10 minutes and performed repeat testing on the sample undiluted and generated a result of 8.6 au/ml (reference range: < 50 au/ml is negative). An additional sample of this patient was tested and generated a negative result for sars-cov-2 igg ii. A second patient sample was affected by this issue as well, however, the customer did not provide any data for that sample. There was no impact to patient management reported.

Manufacturer narrative:
The customer contacted service and service determined the arc, probe (08c94-47) on the architect i2000sr instrument was the likely cause of the issue. Service recommended the customer calibrate the sample, r1and r2 probes. A precision run was performed after the probe calibrations and the results were within specification. An instrument service history review revealed no additional tickets related to erratic or discrepant patient results reported for (B)(6). There were no additional service issues on or around the date this complaint was initiated that may have contributed to this issue. There were no additional discrepant results documented after calibration of the arc, probe (08c94-47). Tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances, potential non-conformances, or deviations associated with the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue, or product deficiency was identified.